Event description:
The customer reported: when the surgeon removed the trocar, the tip broke. No pt injury reported. Pt current condition unk.

Manufacturer narrative:
No sample available for investigation. Complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root causer for the defect reported and a corrective action for it. However, we will continue to monitor and trend relating complaints.